Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the ER (emergency room) with hypoglycemia. The patient reported he had been dealing with a gi (gastrointestinal) illness a few days prior to ER visit and was not eating or drinking adequately. The patient's blood glucose levels decreased to 40 mg/dl while wearing the pod between 24 and 36 hours in the abdomen. Symptoms reported include dehydration and decreased appetite/food intake. The patient was treated with intravenous fluids and released within 2 hours. The pod was worn during the ER visit. Patient reported using u-200 insulin in his pump.